Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred; no sutures were present when the needle plunger was removed. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was deployed as evidence by the present of blood in the device. The suture, plunger, needle tips, cuffs and link were not returned. Analysis of the device found the body of the device, lever, foot, guide and sheath with no damage detected that would contribute to the reported needle to cuff miss. Both ends of the foot were examined and there were no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected during manufacture to assure the device operates according to specifications. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. In this case however, the analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Based on the analysis of the returned device, inspection criteria and reported information the cause for the reported cuff miss appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected. All products are subject to inspection by manufacturing. A quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.